Event description:
Allegedly on (B)(6) 2010, primary surgery was performed. After 3 years, the surgeon found any pseudotumor around the iliopsoas muscle group by MRI when the patient received the routine medical checkup. But the patient didn't have any pain. So revision surgery was performed at (B)(6) 2013. As the observation of diseased site, stem-neck junction changed to black. There were any black powders in between stem and cement. And there were any shattered tissues at the lateral of stem. Medium activity level.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02482, 02483, 02481.